Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the lv (left ventricular) pacing lead was beyond the expected upper range. Lv impedance consistently high at 4047 ohms.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that one day post implant of the implantable pulse generator (ipg), there was fluid noted in the device header. The ipg was explanted and replaced. No patient complications have been reported as a result of this event. It was reported that visually the epicardial lead had signs of insulation breach which was assumed to be the cause of increased impedance and threshold resulting in loss of capture on the next day post device change. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.